Manufacturer narrative:
The investigation determined that a single, lower than expected vitros phyt patient result occurred while using the vitros 5,1 fs analyzer. A review of phyt quality control results prior to service demonstrated that the vitros 5,1 fs system and vitros phyt reagent slides were performing as expected. An ocd field engineer performed 'as needed' service to the sample metering, rate/cm incubator, and reflectometer subsystems. Performance testing following service verified that the instrument was operating as expected. The investigation also suspected a sample related issue, possibly due to an unknown sample interferent. A definitive root cause could not be determined from the investigation. However, a sample related issue and/or an instrument related issue cannot be ruled out as potential contributing factors.

Event description:
This customer obtained a lower than expected vitros phyt result on a single patient sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).